Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both high and low blood glucose while using the ilet after announcing multiple meals to correct a high, which led to subsequent hypoglycemia; the ilet alerted for out-of-range glucose and the user self-treated. Symptoms included incoherence during the low. Outcomes included self-recovery without outside assistance or medical intervention. Investigation included a review of the event details, user report, and education on appropriate use of meal announcements. Investigation of this case revealed user technique error, specifically using meal announcements to correct hyperglycemia, which likely contributed to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that user technique contributed to hypoglycemia, and troubleshooting and education were completed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.